Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the balloon had a slow leak at the distal end, where the balloon is attached to the wire .the balloon would not hold pressure and was leaking contrast into the patient's body. No patient complications were reported.